Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.

Event description:
A caller stated her brother in law ended up in the hospital because of his insulin pump. Customer was found unconscious, bubbly around mouth, and blood on the floor. Customer's sister in law states it was caused by his blood sugar being high. Customer was admitted to the hospital and is still in the hospital. Customer was in a coma for 3-4 days. Customer's sister in law called disconnected before troubleshooting call could be completed. Sister in law states she does not know anything further. Does not know if the pump was involved in the cause of the high blood sugar. Three unsuccessful calls were made to reach the customer or his wife. Pump is not being requested for return.